Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for the event and on the same day the patient began treatment for the peritonitis with an injection of vancomycin (1 gram in the first bag, then every fifth day, duration not reported) and an injection of magnova (1 gram, then 500 mg in each bag for 14 days). At the time of this report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.